Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had been diagnosed with peritonitis. Per the pdrn, the patient was experiencing intermittent abdominal pain. Upon follow up, the pdrn stated the patient was seen in the outpatient clinic on (B)(6)2022 and a pd culture was obtained. The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were positive for yeast and elevated white blood cells. The patient was prescribed and treated with the ceftazidime and vancomycin. The patient underwent removal of a non-fresenius pd catheter and was subsequently transitioned to hemodialysis temporarily for renal replacement needs. There were no reported issues with any fresenius products. The pdrn reported the patient is recovering from the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review:a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. The patient¿s pd culture generated growth of yeast which is an organism that normally lives on human skin and inside the body (in places such as the mouth, throat, intestinal and genital tracts). Based on the reported information the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had been diagnosed with peritonitis. Per the pdrn, the patient was experiencing intermittent abdominal pain. Upon follow up, the pdrn stated the patient was seen in the outpatient clinic on (B)(6) 2022 and a pd culture was obtained. The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were positive for yeast and elevated white blood cells. The patient was prescribed and treated with the ceftazidime and vancomycin. The patient underwent removal of a non-fresenius pd catheter and was subsequently transitioned to hemodialysis temporarily for renal replacement needs. There were no reported issues with any fresenius products. The pdrn reported the patient is recovering from the event.